Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation leadis demonstrating oversensing on the right ventricular (rv) defibrillation lead resulting in pacing inhibition and an inappropriate shock.